Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of another manufacturer's type I endoleak. It was reported that an endurant aui and talent occluder were successfully implanted. The physician stated that the endoleak was substantially reduced. The physician was not sure if the remaining endoleak was a type I or type ii endoleak. The physician stated that the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.